Event description:
Reported as "unable to withdrawal saline".

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: oct 30, 2006. Visual exam of the returned device determined the access port tubing conncetor to be a taper ii. Analysis of the device returned also noted surgical-like damage to buckle and ring of band. We believe all of the damage was likely caused during surgery to remove the device. Performance tests indicate no leakage or blockage at the access port or access port tubing. The lab was unable to duplicate or confirm the reported event. There is no other info available at this time from the surgeon to determine the cause of the alleged event. Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks" prior to product placement.